Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide needles failed to capture the cuffs due to the calcified vessel; a cuff miss was noticed. Three other proglide were used with the same result. A fifth proglide was successfully placed in the artery. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the preplaced proglide suture and a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.